Event description:
Customer reported issues with the insulin pump. Customer states that her insulin pump and the outside part of the insulin pump is cracked and runs up into the screen. Customer states that the blood glucose reading is 98 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.